Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. It was noted that the resistor r660 was damaged on main printed circuit board (pcb), display wires were pinched and wire insulation was exposed, and a battery drawer shorting bar was needed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector locking tab on the external pulse generator (epg) was broken off. The epg was returned for service. There was no patient involvement.